Event description:
This is an adverse event recorded on a crf as part of the (B)(6). The pt was prospectively enrolled with 3 cm non-dysplastic barrett's esophagus. Two years after a third focal ablation to treat the pt's barrett's esophagus, the pt complained of dysphagia and was subsequently dilated. No further info was provided.

Manufacturer narrative:
The site did not return any device therefore an analysis could not be performed. If additional info pertinent to the incident is obtained, a f/u report will be submitted. (B)(4).